Event description:
This valve was implanted due to possible valve failure and a double bypass procedure was also performed. In 2002, the patient experienced severe pain, fatigue, dyspnea, leg and pedal edema. The patient was seen in the ER. Chest x-rays and EKG revealed "fluid in the lungs" and lasix was administered IV. A cardiologist found the valve was "leaking" and recommended immediate surgery. The valve was explanted and replaced. No additional information was received, including if the explanting surgeon had any concerns regarding the valve's performance.